Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both high and low blood glucose during a single incident, with a peak of 218 mg/dl and a nadir of 69 mg/dl, remaining out of range for approximately 2.5 hours; the user stated the pump delivered a correction for a prior unannounced meal-related high and the low was corrected with orange juice, and the device alerted for the high and low. Symptoms included no reported clinical symptoms. Outcomes included self-treatment without outside assistance or medical intervention. Investigation included customer interview and troubleshooting with education on meal announcement and monitoring. Investigation of this case revealed that the event involved hyperglycemia followed by hypoglycemia, with user attribution to pump correction after an unannounced meal; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.